Event description:
Operating room nurse-manager reported that they had a canister crack under vacuum and leak fluid. No patient consequences, no injury to staff.

Manufacturer narrative:
Reviewed device history records and found no discrepancies. No device returned for analysis; no remaining inventory of reported serial number to investigate. Unable to determine cause.